Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) in their sterrad 100s sterilizer. There were three (3) 10mm 30-degree laparoscopes, one (1) 4mm 30-degree laparoscope, three (3) stryker cameras and ten (10) steriblade laryngoblades in the load which were not recalled and released for use. There was no injury or harm associated with the issue. The customer indicated that no prophylactic treatment was given. The customer stated that reduced media was observed immediately after processing in the sterrad 100s sterilizer. The technician proceeded to incubate the bi. It is believed that the technician did not crush the bi before processing. All subsequent bis were negative for growth. The staff were retrained by the hospital facility regarding proper bi usage, including to not incubate bis with damaged ampoules after sterrad 100s sterilizer processing. The customer is aware of this requirement in the product IFU. The customer was further advised that this action may lead to a false positive result due to interaction of the media fluid with the h202 sterilant. This event is reported to the FDA for user error. Items from the load were released and used on a patient(s).

Event description:
The customer indicated that no prophylactic treatment was provided to the patients involved since internal investigation deemed that it was likely a false positive result since product IFU was not followed. No injury or harm, including infection, has been reported for any of the patients.

Manufacturer narrative:
Suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed from 02/2012 to 01/2013 and no significant trend was observed. Trending analysis by lot number was performed from 12/12/2012 to 02/27/2013. There were no other complaints for suspect positive bi within this time frame against lot 34712706. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed and indicates that the risk to the patient is low. The customer complaint of suspect positive bi has been attributed to physical damage of unknown origin. The customer indicated reduced media levels were observed immediately after sterrad processing, which suggests pre-existing physical damage (i.e., microfracture) on the ampoule, and that the technician incubated the bi regardless. The product was discarded at the customer site; therefore, no product was returned. Thirty-two (32) retain bis were subject to functional evaluation. Functional specification was met with 0+/32 bis. There was no physical bi damage or leakage found after sterrad processing. Review of the tracking and trending data did not identify a trend that needed further investigation. As a result, root or assignable cause analysis was not performed.

Manufacturer narrative:
The investigation included a review of the trending by product code and concomitant product review. Trending analysis for the product code of 'load not recalled' was reviewed from 09/2012 to 08/2013. The risk associated is "as low as reasonably practicable". Sterrad® 100s malfunction is unlikely a probable cause as the cycle passed, the ci changed appropriately, and the subsequent bis were negative for growth. Previously reported: the customer complaint of suspect positive bi has been attributed to physical damage of unknown origin. The customer indicated reduced media levels were observed immediately after sterrad® processing, which suggests pre-existing physical damage (i.e., microfracture) on the ampoule, and that the technician incubated the bi regardless. Corrected statement: the cause of the "suspected positive bi" has been attributed to physical damage on the media ampoule and subsequent user error. Load not recalled: the cause of this is the end user choosing to release a load before confirmation of bi results and/or processing another bi. The product IFU does not require a bi to be processed with every load. It indicates that the bi is intended to be used as a standard method for frequently monitoring the sterrad®. Procedures for load release are the responsibility of each individual facility. Asp has provided information in the IFU regarding sterilization conditions to assist customers in decisions regarding their internal procedures. No further action is required at this time, however the issue will continue to be monitored.